Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl. The customer alleged the pump delivered a bolus without user input; however, pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. While at the ER the patient was monitored and given snacks to bring up bg. Customer was discharged from the ER a few hours later with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy.